Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient, who is pacemaker dependent, was undergoing a device change out due to normal battery depletion. During the revision procedure, the patient experienced a period of asystole greater than three seconds. It was suspected that after the new cardiac resynchronization therapy defibrillator (crt-d) was connected to the patient's leads, a threshold test was inadvertently initiated via the programmer, resulting in loss of capture. Pacing was successfully resumed and the procedure was completed. The new crt-d was successfully implanted and remains in service. Evidence reasonably suggests that this programmer remains in service. No adverse patient effects were reported.